Event description:
It was reported that during the procedure, the pressure guidewire would not normalize. Another wire was used and completed the procedure. There was no pt injury and no adverse events reported. The device was returned to the MFR and during examination, it was observed that the core wire was broken approx. 0.2cm from the distal end. The broken piece was still attached to the tip coil.

Manufacturer narrative:
(B)(4). The mfg documentation for the returned device was reviewed and the device met all quality and mfg release criteria. To date, there is no other reported complaint of normalization failure or device damage within this lot. The returned device was evaluated and observed kinks in multiple locations. The tip coil was stretched and the core wire was broken approx. 0.2cm from the distal end. The broken pieces was still attached to the tip coil. No pieces of the core wire or any other parts were missing. It was further reported that the devices tip was shaped by the physician. Functional test results showed unstable signal and the pd reading changed continuously just after zeroing which confirms the reported complaint. Excessive flexing of the device could cause kink and could result to signal failure. The IFU warning for this device states that excessive flexing can break or damage the internal components. No further action is required.